Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was noted on the outside when the proglide device was removed¿ was not confirmed as the suture was not returned for analysis and it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two proglide devices referenced are filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices with a 6f sheath after a lower limb angioplasty interventional procedure. Reportedly, when the plunger of the first proglide device was removed no suture was observed. A second proglide device was attempted; however, the knot was noted on the outside when the proglide device was removed. A third proglide device was attempted; however, when the long suture was pulled the knot did not go down. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.